Manufacturer narrative:
During analysis, a failure event was observed which was unrelated to the reported event. Final analysis found the lead was returned without a reported event. As received, a partial lead (distal portion) was returned in one piece. Visual inspection of the lead found external insulation abrasion consistent with friction to the device can breaching the outer insulation and exposing the outer coil at the proximal region of the lead.

Event description:
This report is to advise of an event observed during analysis.